Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008, the patient was pre-operatively diagnosed with lumbar degenerative disk changes, l4-5 with back pain and right sided numbness and underwent following procedures: 1) extreme lateral inter-body fusion, l4-5, with placement of cage and fusion. 2) left lateral fusion l4-l5 with placement of inter-body cage l4-l5 and anterolateral plating l4-l5. As per op-notes, ¿a fusion was then performed by placing by bone morphogenic protein into the disk space. The remainder of the case, including placement of the cage itself and placement of the instrumentation was carried out by another doctor.¿ no patient complications were reported intra-operatively. Postoperatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.